Event description:
Event description guidant received information that this newly implanted transvenous defibrillation lead was exhibiting varying pacing threshold measurements. The sensing and impedances were noted to be within normal limits, but there was intermittent loss of capture borne out by the fluctuating thresholds. A guidant technical services (ts) consultant discussed that the helix may not be in good contact with the tissue, or that the lead may have straightened out. An x-ray was recommended. The local guidant sales reprensentative reported that they would likely reposition the lead. No adverse patient symptoms were reported.